Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source lamp did not light. The issue was found during a therapeutic hysteroscopy procedure. It was noted that the procedure was successfully completed using a similar device. There were no reports of patient harm.